Event description:
In 2007, it was reported to MFR that approx a week after placement of an ultraflex esophageal stent in a female pt (age unk), the "stent had migrated into the stomach". The physician removed the stent and successfully replaced the stent with tow other bsc stents. Upon removal it was noted that the covering of the stent had "almost completely fallen off". The pt's condition was reported as "stable".

Manufacturer narrative:
The device has been rec'd, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, a prod eval and a complaint trend analysis are in progress; results will be provided in a f/u medwatch report.